Event description:
It was reported that the pump battery was noted to be depleting quickly, lasting only 24 to 36 hours. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.